Event description:
Customer reported that surgical strips did not show up on x-ray or through fluoroscopy. There was no pt consequence and surgery was not delayed.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.